Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the pt stated that she noticed a "big air bubble in the cartridge" while giving her self insulin in the morning. Her blood glucose elevated to 249 mg/dl. She stated that she primed the air out of the insulin cartridge and bolused 3 units of insulin to lower her blood glucose. She stated that her blood glucose lowered to 129 mg/dl which is a normal reading for her. She stated that there are other factors that could have contributed to the elevated blood glucose including the death of a family member and the death of a friend. She has also lost weight. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.